Manufacturer narrative:
Evaluation of the subject devices showed one of the locking caps to have regions of unusually high wear. The second locking cap revealed markings consistent with those observed during normal operation. The rod revealed markings of unusually high wear, possibly from the loosening of the locking cap(s); however, the exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from (B)(6) that revision surgery was done to replace locking caps and rod that loosened post-operatively.